Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 10 months. The pump remains in use supporting the patient, and no further events have been reported. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists neurologic dysfunction as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted into the hospital on (B)(6) 2018 due to a syncopal episode and fall with no preceding symptoms. The submitted log file was reviewed by the manufacturer¿s technical services representative and the pump parameters and values were within normal limits. No unusual events were observed. There was no evidence of interruption in pump support or damage to any of the equipment. On (B)(6) 2018, it was reported that the cause of the syncope event and fall was unknown. The patient had an ongoing issue with dizziness for the past year. The health professionals reported that it is unknown if the syncope was related to the device. The patient has had multiple tests to identify the cause (echocardiogram and other cardiovascular tests). The patient is severely diabetic and has some neuropathy which may be a contributing factor. The patient has been referred for physical therapy but has not yet begun the therapy and is severely deconditioned. The patient continues to have intermittent dizziness.

Manufacturer narrative:
UDI# (B)(4). Approximate age of device ¿ 1 year and 10 months. The pump remains in use supporting the patient, and no further events have been reported. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists neurologic dysfunction as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.